Manufacturer narrative:
H4: the lot was manufactured from april 19, 2021 - april 20, 2021. The device was received for evaluation. Unaided visual inspection was performed which observed a tear at the lower left edge area of the bag. Functional testing was performed which revealed a leak only at the lower left edge area of the bag approximately at the 300 ml area. Additional magnified inspection was performed which verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the seam, from a tear. The leak was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.